Event description:
It was reported that ¿the cassette is not being detected¿. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens and downstream occlusion (dso) seal cracked. Event history log confirmed multiple ¿high alarm displayed: cassette not attached properly¿ alarm messages. Functional testing was able to replicate the reported issue; the device failed dso trip point test. The most probable root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.